Event description:
Pt's previous pacemaker system was removed prior the procedure on (B)(6) 2021 due to pocket infection." System prior to this procedure included a boston scientific lead. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)